Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Findings: pump received with the operating currents within spec. And passed the self test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test. No alarms noted during. Removed the battery and reinstalled into the battery tube several times. No unexpected alarm after battery change noted. Pump received with partially broken reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, case cracked at the reservoir tube window corner, and scratched reservoir tube window.

Event description:
The customer reported an alarm after a battery change. Troubleshooting was performed. The insulin pump will return. The blood sugar is unknown. The customer returned the insulin pump back for analysis.